Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Procedure was a total hip joint replacement, cemented exeter stem. Simplex antibiotic cement was used. 2 mixes, mixed in a cement stryker revolution gun. Surgeon reported to rep that the cement was slow to set, it set at 15mins. The viscosity was acting differently from what he has previously experienced. It remained in a low state of viscosity for 6- 7 mins before he could handle it and the consistency of the mix was not even.

Manufacturer narrative:
An event regarding setting time issues involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the 2 returned and 1 retain samples tested from lot code beu020. The results were satisfactory and within specification. Visual inspection was performed on two return samples and one retain sample tested from lot code beu020 while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. No medical records were received or were relevant to the investigation of this event. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies related to this investigation. Complaint history review: chr review determined that there were no similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the return and retain samples of the reported lot code beu020 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
Procedure was a total hip joint replacement, cemented exeter stem. Simplex antibiotic cement was used. Two mixes, mixed in a cement stryker revolution gun. Surgeon reported to rep that the cement was slow to set, it set at 15 mins. The viscosity was acting differently from what he has previously experienced. It remained in a low state of viscosity for 6- 7 mins before he could handle it and the consistency of the mix was not even.